Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; event was not duplicated during testing. Evaluation found the device to be affected by widespread corrosion. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. One reported event had patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; event was not duplicated during testing. Evaluation found the device to be affected by widespread corrosion. One device is available for evaluation but has not yet been received. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. One reported event had patient involvement; no patient impact. One reported event had patient involvement with no patient impact.